Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switching and high v rate were observed. Ams episodes appeared to be caused by far field oversensing on the atrial channel. Some events looked like noise but could not be reproduced in-clinic and may have been the patient's intrinsic rhythm. All electrical parameters were normal. The patient was asymptomatic. No additional information was available.